Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: investigation revealed a battery crack and a dim/discolored display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery crack and a dim/discolored display. This report is made based on results of the investigation performed on (B)(6) 2017.